Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment. The patient received several air detected in the cassette warnings during drain 2 of 5. The patient tried a reboot, but the warning continued. Technical support suggested to restart with new supplies, but when patient opened the cassette door there was fluid in the pump module area and fluid on the external part of the cassette. The patient declined to do manual treatments and said he would contact his pdrn the next day. A new cycler was issued to the patient. Upon follow up, the pdrn stated that the patient developed peritonitis as a result of the reported fluid leak event but the actual date was not reported. The patient was administered a regimen of antibiotics. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information was requested but not received. The cycler is available to be returned for investigation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, which required antibiotic therapy. The definitive etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. However, the pdrn confirmed the patient experienced a fluid leak, which coincided (exact date not provided) with the onset of the peritonitis. It is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the totality of the information available, the liberty select cycler and/or liberty cycler set cannot be excluded from having a possible causal and/or contributory role in the patient¿s serious adverse events. The patient was actively using the liberty select cycler and liberty cycler set when the fluid leak was discovered. If the device and/or product is returned, a manufacturer evaluation may dissociate the liberty select cycler and liberty cycler set from having contributed to the serious adverse events. However, without a discharge summary (if applicable), definitive causality and a manufacturer evaluation, this clinical investigation cannot disassociate the device or product from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment post-accelerated stress test 2 hour 15 min 8500 ml test was performed and passed. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. Patient sensor calibration check passed. Voltage check passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly there was fluid in the hp2 filter of the pump assembly. The cause of the encountered fluid and dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Fluid in the hp2 filter is a related to the reported symptom code --air detected in cassette warning. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused plant or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after cancelling the pd treatment. The patient received several air detected in the cassette warnings during drain 2 of 5. The patient tried a reboot, but the warning continued. Technical support suggested to restart with new supplies, but when patient opened the cassette door there was fluid in the pump module area and fluid on the external part of the cassette. The patient declined to do manual treatments and said he would contact his pdrn the next day. A new cycler was issued to the patient. Upon follow up, the pdrn stated that the patient developed peritonitis as a result of the reported fluid leak event but the actual date was not reported. The patient was administered a regimen of antibiotics. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. Additional information was requested but not received. The cycler is available to be returned for investigation.